Manufacturer narrative:
Corrected field: h6 component code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The distal cover was not damaged. Anti-fog agent was not used. No chemicals used during the procedure that could adhere to the tip of the scope or the distal cover. At inspection prior to use, it was confirmed that the distal cover attached to the device was not damaged. The user confirmed at inspection prior to use that the distal cover did not come off of the device by pulling and/or twisting it attached on the device. It was unknown whether the distal cover was pushed firmly until the hook of the device were fully visible within the distal cover opening. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the suggested event could have occurred by the distal cover overlapped the hook on the tip of the device, and it did not possibly get over the hook on the tip of the device completely. As a result, the attachment was inadequate, and the distal cover was easy to come off of the device. However, the root cause of the suggest event could not be identified. The event can be detected and prevented by following the instructions for use which state: -detection methods are written in operation manual chapter 4, 4.1. -prevention measures are written in operation manual chapter 3, 3.5. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the patient was under general anesthesia and the duration of the procedure was 31 minutes and 32 seconds. The procedure was not completed with another device. The reported problem did not affected the diagnostic or therapeutic outcome of the procedure. No medical intervention required because of the reported problem. No additional device or intervention needed to retrieve the tip. The condition of the patient impacted by the event is good.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a distal cover fell off of the evis exera iii duodenovideoscope and into the patient during a therapeutic endoscopic retrograde cholangiopancreatography procedure, which was completed with the device. The distal cap is believed to have come off when pulling the scope back through a stent in the stomach. The patient reportedly coughed out the cap in the post anesthesia care unit. There was no patient injury reported. There were no adverse effects to the patient as a result of the event and the event did not result in a death or serious injury.